Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The initial reporter phone number that is available is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/cleaning solution mixture, during 6-month service. System diagnostics including inlet pressure, water flow rate, circulation pump commands were abnormal.

Manufacturer narrative:
Supplemental MDR was opened to submit retraction MDR as the record was approved for void. This MDR is being retracted as it is a duplicate record already submitted 1018233-2024-04835. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/cleaning solution mixture, during 6-month service. System diagnostics including inlet pressure, water flow rate, circulation pump commands were abnormal.